Event description:
It was reported that insulin was squirting out from the insulin pump during manual prime and the piston continued to move forward after reservoir contact. Customer was not able to leave priming sequence. The device had not been bumped, dropped, or exposed to water. Customer's blood glucose was 180 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.